Event description:
It was reported the pt ((B)(6)) was without stimulation. Surgical intervention was undertaken to address this issue. Intraoperative testing found invalid impedance measurements. Further eval isolated the impedance issued to the pt's lead. As such the device was explanted and replaced. Upon removal, a break in the lead near the anchor site was detected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.